Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 1268-100, batch number 210929, was received for evaluation. Visual evaluation: the inspection revealed that the threaded connector from batch 1268-100 (lot 210929) was cold-welded to part 0826-000, batch 211082. A hole was left where the connector had been positioned. Functional testing: attempted functional testing could not be completed due to the cold-welded threads between part 1268-100 (batch 210929) and part 0826-000 (batch 211082). The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device was manufactured in 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/26/2025, a facility representative reported via (B)(4) that a cold-welded jig of an 0826-000 impactor pad and 1268-100 130-degree targeting arm broke outside of the patient during a troch nail procedure. No patient was affected. The procedure was completed as normal, and the impactor was taken off at the end. Additional information received on 9/8/2025 from sales rep: it was reported that the break occurred outside of the patient. No fragments were produced. This occurred during a troch nail procedure and was completed as normal as the impactor was just taken off at the end.